Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of three for the same event; see also 3004485144-2016-00205 and 00206.

Event description:
The sales associate reported that during an anterior cervical discectomy and fusion (acdf) surgery, the physician was implanting screws into the maxan plate and all three screw drivers broke.

Manufacturer narrative:
The returned device was examined and functionally tested with mating parts. No failures were detected; the device performed as expected. The complaint cannot be verified. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage. There was no patient injury, adverse event, or medical intervention associated with this report.